Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the doctor went to insert to final poly into the knee and could not get it to seat properly in the tibia tray. Upon further inspection, he noticed that the dovetail on the underside of the poly had a small defect. Another poly was needed. Procedure completed with second device. No impact to patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a3, b4, b5, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned articular surface identified damage to the distal surface (nicked/gouged) and the dovetail was found to be compressed on both sides. Review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is confirmed. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation was sent to the complainant conveying observations from the completed investigation, proper surgical technique and use of the device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.